Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) was implanted, the patient experienced blurred vision. The lens was exchanged for a different lens within one month after initial implantation. Post op coles and post - op vision show difference power and toric will improve vision was the clinical reason given for the explant.